Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that during surgery, the tip of the cusa clarity 36khz curved extended microtip (c7411s) broke inside the patient's head. The surgeon had to stop the operation and replace the tip. There was no significant increased surgery time, and the procedure was successfully completed.

Manufacturer narrative:
Updated fields. The cusa clarity 36khz curved extended microtip¿ (5 pack) was returned for evaluation: device history record (DHR) - the DHR documentation was reviewed and no anomalies during the manufacture or packaging that could be associated with the incident were observed. Failure analysis - evaluation of the returned tip confirmed that it fractured off at the distal end. It was not fractured at much of an angle, but more straight across. Root cause - the root cause is most likely that the tip contacted a hard object at some point during activation, leading to the end being cracked, and subsequently fracturing off when it was attempted to be used on tissue. The cusa clarity IFU lists the warnings and cautions regarding preventing tip fractures, including avoiding contact with hard objects, especially during tip activation. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.

Event description:
N/a